Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging error 4. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. Product replacements were sent and subject products are pending return for investigation.

Manufacturer narrative:
Follow-up # 1 ¿ (02/24/2014), the patient¿s meter and test strips have been returned on (B)(4) 2014 and (B)(4) 2013, respectively, and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2013, respectively, with the following findings: the meter involved with this complaint failed testing. The meter was found to be unable to reproduce an error 4 message. The test strips involved with this complaint failed testing. When test strips were tested with control solution, an error 4 was observed with no assignable cause found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.